Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for syringe missing parts due to unknown lot number. Investigation summary: customer returned one (1) loose 29gx12.7mm, 0.5ml bd insulin syringe. Consumer reported that a part of the syringe was missing. The returned syringe was examined and it was observed that the plunger rod was broken. Manufacturing (B)(4) will be notified of the observed issue. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (plunger rod broken) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4), on 12 feb 2020, (B)(4) received a complaint, via a picture. Visual inspection of the picture found (1) syringe with a missing thumbpress/broken plunger rod. Assembly process summary: the automatic syringe assembly machine feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Packaging process summary: a dial transfers the correct number of syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. Root cause cannot be determined as no lot number was provided. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that part of the syringe 0.5ml 29ga 1/2in 7bag 420cas jp was missing. This was discovered before use. The following information was provided by the initial reporter: a nurse reported that a part of the syringe was missing.